Manufacturer narrative:
The device was not returned for evaluation due to device remains implanted. Review of the DHR was performed and found units were released to distribution with no deviations or anomalies. Review of the complaint history identified additional complaints were investigated, and it was determined no further action is required due to issue associated to possible misuse by same surgeon. Without the opportunity to evaluate the device, root cause could not be determined. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under warnings, the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and material aspects of the surgical implants. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a rotator cuff repair procedure, after the juggerknot anchor was implanted, as the suture was tied down one of the strands snapped. Juggerknot was serving it's intended purpose and was left in the patient. No adverse events have been reported as a result of the malfunction.